Event description:
Pt was hospitalized due to low blood glucose levels while using an innovo (insulin delivery device). Pt has diabetes mellitus type ii. The reporter while on a bike tour for eight days injected too much insulin, pt stated that there was a crack in the display making the display out of function causing pt to inject triple the intended dosage. When the ambulance arrived their blood glucose level was measured to 20 mg/dl. Glucose was administered and their symptoms improved significantly. Their blood glucose levels returned to normal range and pt was discharged from the intensive care unit the same day.